Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. It was noted that the longevity estimator was reporting correct values given the device programming.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2008; 47101, competitive implantable pacing lead, (B)(6) 2008; 47303, competitive implantable pacing lead, (B)(6) 1984; a7700-27, mechanical heart valve, (B)(6) 1984.

Event description:
It was reported that the bi-ventricular implantable pulse generator longevity estimation of remaining device life is "unacceptable". The device remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.